Manufacturer narrative:
Gehc surgery personnel replaced the collimator (provided by philips medical systems) and fluoro functions pcb. Recalibrated the collimator functions, recentered the collimator and camera. Complete operation was to spec's.

Event description:
Customer reported system boots up with collimator stuck and iris pot errors. When exposure is started, dose ramps to maximum (120kvp/6.3ma).